Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100-140mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 77 and 84mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/26/2019. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that the meter has never gone above 100mg/dl. The customer stated that it also read lower than alternate meter he was using. Customer performed fasting back to back blood test on (B)(6) 2016 at12:00am and results were 77 mg/dl and 84 mg/dl with trueresult meter and 118 mg/dl with alternate meter.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned a wronged vial test strip lot. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 77 and 84 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 4/26/2019. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that the meter has never gone above 100 mg/dl. The customer stated that it also read lower than alternate meter he was using. Customer performed fasting back to back blood test on (B)(6) 2016 at 12:00 am and results were 77 mg/dl and 84 mg/dl with trueresult meter and 118 mg/dl with alternate meter.